Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last night manufacturing representative received a call from a healthcare provider regarding an out-of-range error message on the patient's patient programmer. The healthcare provider said the patient had been programmed into a new group this week and the impedances were all within normal ranges and there were no issues when programming. However, the healthcare provider activated a new contact and with the activation of that contact, the patient was still not receiving any out of regulation warning or stimulation of any kind. Now patient was getting code 2703 on their handset. The patient was redirected to their healthcare provider to further address the issue. Additional information received from rep indicating cause remains unknown, but impedances are considered a likely cause. However, it is unknown if patient has had an impedance check since oor was first seen. Hcp advised patient to go back to previous group and will have patient brought back to the office for further assessment.